Event description:
The user facility reported a 72-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implant, the patient suffered a vascular perforation at the access site. The perforation and its associated hematoma were treated in the operating room while undergoing coronary artery bypass grafting. The patient was escalated to an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿

Manufacturer narrative:
The impella device was discarded by the customer. The investigation has been completed since the original report was submitted. The cause of the vascular damage issue was most likely use related per clinical review. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 4114 was reported incorrectly on the previously submitted report. New code has been added to type of investigation. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted report. Additional manufacturer narrative on the previously submitted report stated that the device was not returned but it was discarded.